Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration. The force sensor assembly was found to have visible moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.